Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2008, the plaintiff was implanted with an ams sparc to treat pelvic organ prolapse and/or stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "suffered injuries."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.